Event description:
It was reported that during the implant procedure, the lead helix could not be retracted after being deployed in the patient. The physician ended up distorting the lead helix while trying to remove the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was found to have been stretched. The helix/lobe was distorted/bent, and blood was found in/on the helix/lobe mechanism. The guidetooth had been damaged, and the lead appeared to have been damaged at implant.